Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was in the 300 to 400 mg/dl range. Customer advised they had a lost sensor alarm during initialization. Customer was advised to change the sensor. Customer's call dropped and troubleshooting was unable to be performed for high blood glucose levels.